Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, due to incorrectly fill process and using off label insulin. It was also reported that a cartridge change error occurred and that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 215 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of cartridge change error, however the alleged issue of minimum fill could not be verified. Was verified.